Manufacturer narrative:
The pump was received with a broken off end cap. Unable to perform functional checks, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements due to a broken off end cap. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged at the bottom part of the pump. The customer's blood glucose level was 471mg/dl. The customer had not treated for the highs. The customer states the internal parts of the pump are now exposed and the device is inoperable. The customer attributes the highs to pump not working and will be calling healthcare provider for backup plan. The customer was advised the pump would be replaced and returned for analysis.